Event description:
It was reported that the patient was experiencing right lower quadrant pain following the implant procedure. The patient went to the emergency room (ER) wherein a computed tomography (CT) scan was taken, and lead migration was confirmed. The patient was prescribed with keflex and underwent a revision procedure wherein the lead was repositioned. The patient was doing well postoperatively and the device remained implanted.